Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer it reported that nurse manager stated there was communication loss with this device and two more devices in medsurg department. The issue is intermittent. Customer it then stated that they were having issues with 3 of the 7 wlan access points at an installation event the week prior. In their place, 3 old wlan access points were used. Customer it thought the access points were responsible for the communication loss issues. Customer was to move the bedside devices experiencing communication loss closer to the access points to resolve the issue. Additional information on the outcome of the incident was not provided. Investigation result: service history for this bedside shows the issue has not re-occurred. Service history for this facility shows the issue has not re-occurred. Ticket 64503 shows wlan station qi-430pa s/n (B)(4) was exchanged due to communication issue. Although the root cause of the issue could not be determined, the issue is related to wlan access points. Service history shows no recurrence.

Event description:
The customer reported that the central nurse's station (cns) experienced intermittent communication loss with multiple bedside monitors (bsm). No patient injury or harm were reported.

Manufacturer narrative:
The hospital it believes the issue was due to the new access points that were recently installed. Tech support is working with the customer to resolve and confirm the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following devices were being used in conjunction with the cns. Concomitant medical products: bedside monitors - no model or serial numbers were provided. Access point - no model or serial numbers were provided.

Event description:
The customer reported that the central nurse's station (cns) experienced intermittent communication loss with multiple bedside monitors (bsm). No patient injury or harm were reported.